Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The (se) replaced the liquid crystal display (lcd) and upgraded inverter printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that during service, an ht70 ventilator had a blank screen. There was no patient involvement at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.